Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely and as a result, was unable to obtain scans via sensor. The customer became hypoglycemic and experienced symptoms of sweating, laziness, and a loss of consciousness. The customer was unable to self-treat, requiring treatment of glucagon and several tablespoons of sugar by her husband. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.